Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 173 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Customer reports that they had a blood glucose level of 212 mg/dl and treated with the insulin pump. But after that, he continuously received a blood glucose level too low alarm. Customer ignored the threshold suspend then ems showed up. Customer also reported that they had a high blood glucose level of 519 mg/dl last night and treated with manual injection. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.